Manufacturer narrative:
The thermogard ivtm console was evaluated at the user facility by a zoll technical service personnel on 24-feb-2016. The error message was confirmed and related to a read cycle timeout within calibration unit. The lower board was replaced and the console system was calibrated. A functional test was performed and the console met specifications.

Event description:
It was reported to zoll that thermogard ivtm console displayed error, factory configuration message upon power up. The error message was not clear-able. No patient involvement was reported.